Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, there were complications with vascular access in the left femoral artery (lfa). Prior to the procedure, a vascular intervention had been performed in the lfa. During the procedure, the initial wire became stuck, preventing the advancement of any sheath. The wire was kinked upon removal from the body. To address the access site and bleeding, a vascular surgeon was called to assist. The team accessed the right femoral artery and used a snare to enter the lfa and retrieve the wire. A new wire was successfully used for access, and the tavi was delivered without issues. Surgical closure was performed at the end of the procedure as the team felt non-medtronic closure devices (proglide) would not be sufficient. No product issues were reported as the event occurred before the use of the delivery system/kit. No further patient complications have been reported as a result of this event. Additional information was received that, per the physician, the non-medtronic guidewire used for the procedure contributed to the event. The sheath and delivery catheter system (dcs) were not in the patient at the time of the injury. An alternate access site was used to advance the dcs.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the injury was caused by a non-medtronic guidewire prior to use of the medtronic device. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving the transcatheter aortic valve evfxplus-29, there were complications with vascular access in the left femoral artery (lfa). Prior to the procedure, a vascular intervention had been performed in the lfa. During the procedure, the initial wire became stuck, preventing the advancement of any sheath. The wire was kinked upon removal from the body. To address the access site and bleeding, a vascular surgeon was called to assist. The team accessed the right femoral artery and used a snare to enter the lfa and retrieve the wire. A new wire was successfully used for access, and the tavi was delivered without issues. Surgical closure was performed at the end of the procedure as the team felt non-medtronic closure devices (proglide) would not be sufficient. No product issues were reported as the event occurred before the use of the delivery system/kit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012580846); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.